Event description:
The user facility reported that no image displayed on the screen during the use of the video system center (subject device). There was no patient or user injury reported.

Manufacturer narrative:
No device was returned to olympus for evaluation; however, an olympus technical assistance center representative troubleshooted the reported image issue with the customer over the phone. Based on the troubleshooting performed by tac, it was determined that the image issue was due to the dvi cable was not connected to the video processor (subject device). The reported image issue was resolved by reconnecting the dvi cable.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred because the cable was not connected, and that there was no abnormality in the subject device. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.